Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation. The echo-hd-3-20-c device of lot number c1831636 involved in this complaint was returned for evaluation opened without its original packaging under (B)(4). With the information provided, a physical examination and document based investigation was conducted. It should be noted that this device was one of 3 units returned under the same lot c1831636 where the other 2 devices were captured under (B)(4) and (B)(4) (report reference number 3001845648-2021-00795). This file is related the mlla off centre. Additional information was requested following the decontamination process and clarification was requested. The device involved in the complaint was evaluated in the laboratory on 11 october 2021. A proximal break was observed beneath the sheath extender. The mlla was observed to be off centre. The needle handle could not be advanced past position three and the sheath extender could not be advanced or retracted. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The review of relevant manufacturing records confirms the failure mode has previously occurred with the current lot number. Based on the information available to date, there is evidence to suggest that there are any manufacturing issues associated with lot number c1831636. The notes section of the instructions for use, (ifu0077-4), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause for the mlla being off centre could have been damage on attempting to attach the device to the scope onto which the cook leur lock is fitted. Although the additional information states that no resistance was felt on insertion of device into scope it is possible that the sheath/needle damage occurred due to the difficulty the user encountered removing the needle from the scope due to the off centre mlla shaft. It is possible that the product received excessive pressure. It should also be noted that the user stated in the patient info notes that after first puncture sheath tip was bent. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The physician tried to perform eus-fnb procedure in pancreas. He pushed the needle sheath and fixed it. After the puncture, he tried to remove the needle but the luer lock did not move at all. And other cases were the same. The nurse found that the 3 needles were the same lot no. Additional information received on 31-aug-2021: the customer complaint form references that 3 devices were affected, could you please confirm if these 3 devices were used with the same patient on the same day? All 3 needles happened at the same day but different patients. But all 3 cases happened continuously happened for an hour. Could you please confirm if a distal kink occurred with all 3 devices? Yes, all 3 needles were.¿ device evaluated on 11-oct-2021: 'proximal break below sheath extender and mlla off centre' did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No . If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas . If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. 1.5cm . If not with the device in question, how was the procedure performed and/or finished? They used another lot no of procore 20 . Was the device used in a tortuous position? No . Are images of the device or procedure available? No . Was the device damaged in packaging before removal? Nurse already checked. Was the device damaged on removal from packaging? No . Was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus , gf-uct-180 . Was the scope recently serviced / repaired? No . Was resistance felt while inserting the device through the scope? No . When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? The time when they tried to remove the needle out of the scope channel, . Was the syringe used during the procedure, after the stylet was removed? Yes . Was difficulty experienced while retracting the needle? No . Was it possible to fully retract before removing the needle from the patient? Yes . Was gaining access to the target site difficult? No . Was the endoscope in a flexed or twisted position at any time during the procedure? No . Was puncture of the target site difficult? =>no . Was the stylet partially removed when advancing into the target site? No . How many samples were obtained with this needle? None of samples were obtained in this case. Did any section of the device detach inside the patient? No . If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No, after the 1st puncture, sheath tip bent. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No . Was there difficulty in attaching or detaching the device of the leur lock to the scope? No . If the device is a procore, is the kink located distally at the notch / core trap? No

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.